Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary tubing of a clearlink system continu-flo solution set "had the distal plastic retractable collar portion pull off a tubing as they moved the tubing from one pump to another". It was not reported what process step the event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation without the collar portion of the device. During visual inspection, the distal plastic retractable collar of the male luer was observed broken when the user moved the tubing from one pump to another. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.